Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an alarm and a motor position encoder error alarm. The customer's blood glucose was 358 mg/dl at the time of incident. The customer stated that they received motor error alarm during rewind. The customer stated that the insulin pump was exposed to a detector. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the self test, displacement, rewind, and basic occlusion test. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm the motor position encoder error alarm due to the pump being overwritten with displayable history alarms due to a corrupted history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No device software error alarms were noted. Unable to complete functional testing due to the motor error alarm. The pump was received with a cracked case on the display window corners, a cracked lcd window, a cracked reservoir tube lip, and cracked battery tube threads.